Event description:
Bilateral knee effusion [effusion (l) knee]. Case narrative: based upon additional information received on 05-nov-2019, this case initially assessed as non serious was upgraded to serious as seriousness criterion of required intervention was added for event of bilateral knee effusion. Additionally, the suspect product was updated from synvisc to synvisc one. This case was cross referred with case ID: (B)(4). (Multiple device for same patient, right knee). Initial information received from (B)(6) on 01-apr-2019 regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) years old male patient (height: 172 cm; weight: (B)(6) kgs) who experienced bilateral knee effusion (latency: 29 days), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included bilateral degenerative arthrosis/cartilage disorder state iii/IV. The past medical treatments included nsais, corticoids and visco-supplementation treatment with arthrum from 2013 to 2018. The patient had no alcohol and tobacco consumption. The past vaccination(s) and family history were not provided. On (B)(6) 2018, patient received intra-articular injection of hylan g-f 20 sodium hyaluronate at dosage 6ml, frequency once, via intra-articular route in left knee (batch: unknown) (information for batch number was requested) for gonarthrosis and viscosupplementation. The injection was administered by anterior approach and no physical activity was undertaken after the injection. On (B)(6) 2018, the patient experienced knee effusion (latency: 29 days) (severity: moderate), leading to puncture of 25 cc for left knee, the same day. This event was assessed as serious and was leading to intervention. On (B)(6) 2018, puncture of 8 cc for left knee was performed and an inflammatory aspect was observed. On the same day, diprostene infiltration was performed as a corrective treatment for the knee effusion. The physician assessed the causal role with hylan g-f 20 sodium hyaluronate as probable. On an unknown date in (b)6) 2018, two to three weeks later, the patient recovered from knee effusion. Action taken: not applicable. Corrective treatment: puncture and diprostene. Outcome: recovered/resolved. A product technical complaint was initiated on 25-apr-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation completion date (B)(6) 2019. Additional information was received on 25-apr-2019 from other healthcare professional. Ptc results received and processed. Global ptc number added. Additional information received on 05-nov-2019 from physician. Case upgraded to serious (due to intervention required). Patients weight and height added. Suspect product updated from synvisc to synvisc one with details. Event details with corrective treatment were added for event of bilateral knee effusion. Clinical course updated. Text amended accordingly. Additional information was received on 06-nov-2019 from other healthcare professional. Investigation summary received and ptc results added. Text amended accordingly.